Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter qualified technician. The technician only reported that no alarms were generated suggesting that the reported uf deviation was within specifications. Also reported was the tava valve diaphragm was leaking and replaced. It is unlikely the water leakage due to the tava valve failure would cause reverse ultrafiltration. A simulated treatment was performed, and the reported event was not reproduced. No further information was provided about the service intervention. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse ultrafiltration event occurred on an ak 96 machine. At the start of hemodialysis therapy, the patient¿s weight was 67.5kg. Therapy lasted four (4) hours and the patient¿s final weight was 67.6kg. The ultrafiltration was 1300ml. The machine did not trigger an alarm during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.